Manufacturer narrative:
Suspect contact lens was discarded.

Event description:
On 14feb2023, a representative at an eye care professional¿s (ecp) office in the united states reported a pt experienced pain in the right eye (od) immediately upon insertion of an acuvue® vita¿ brand contact lens (cl) on (B)(6) 2023. The pt rinsed the eye with saline and experienced burning. The pt visited an urgent care center and was diagnosed with a corneal abrasion od. The pt was prescribed vigamox every hour, valtrex 500mg by mouth daily and a pain medication (name unknown). The pt was seen for follow up (date unknown) and was prescribed erythromycin ointment 1/4 inch four times a day (qid) and is scheduled for another follow up (date not provided). On 15feb2023, the pt provided additional information. The pt confirmed the symptoms and issues reported by the ecp representative. The pt reported burning occurred almost immediately upon insertion of the suspect od cl, causing pain. The pt removed the cl ¿after returning home from the day,¿ and the pain continued. The pt inserted a new cl the following day, experienced ¿unbearable pain,¿ then visited an optometrist who diagnosed the corneal abrasion. The pt was then examined by an ophthalmologist and was told the pt had an abrasion/ulcer in the od. The pt reported the cls ¿felt thicker and heavier than usual.¿ the pt confirmed treatment with vigamox hourly, valtrex daily by mouth, erythromycin eye ointment qid, but did not know the name of the pain medication prescribed. The pt replaces cls monthly and does not sleep in cls. The pt stated all symptoms resolved, the od is better with no pain or burning, but will continue taking antibiotics until the follow up visit next week. The pt has not been released to resume cl wear. On 16feb2023, a representative from the pt¿s treating doctor¿s office provided additional medical information. The pt was diagnosed with a corneal abrasion od (size not noted) and possible viral or bacterial infection (not confirmed) with possible early dendrites (¿dendritic appearance upon staining¿). The pt was not diagnosed with a corneal ulcer. The pt was treated with valtrex one 500mg tab daily, vigamox every hour on beginning (B)(6) 2023 through (B)(6)2023, then changed to qid at the (B)(6) 2023 follow up visit. The pt¿s treatment is considered standard of care for the diagnosis. The pt has not been released to resume cl wear at this time and has a follow up visit scheduled for (B)(6) 2023. After speaking with the treating doctor's office on 16feb2023, this event was determined to be reportable due to a possible bacterial infection. On 22feb2023, the pt provided additional information. The pt returned for follow up yesterday and was released to resume cl wear. The treating doctor advised the pt has a ¿scar in od left from the abrasion that may be permanent.¿ on 22feb2023, a representative from the pt¿s treating doctor¿s office provided additional medical information. The pt has a ¿small scar¿ on the cornea, location of the scar is not specified. The pt has completed treatment with valtrex and vigamox and has been released to return cl wear (date not provided). There is no note in the pt¿s file confirming viral or bacterial infection. No return appointments are scheduled. The pt was instructed to return if needed. No additional medical information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b011zln was produced under normal conditions. The od suspect product was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On (B)(6) 2023, the pt provided an additional medical record for the reported right eye (od) event. Date of visit: on (B)(6) 2023. The pt was seen with complaints of od burning, irritation, pain (level 8/10), foreign body sensation, photophobia, eyelid swelling, tearing and "tender to touch" after insertion of a new contact lens (cl) and reported the ¿label looked different. ¿the red eye has been present for one day. The pt is treating with warm compresses and saline solution. The pt has no history of eye injury or previous episode like today. Eye exam od: wearing glasses, single vision distance -4.50. Dcc: 20/70 ph: 20/70+1. Pupil: normal, round, regular, reacts well, no apd, no rapd. Iop: 14. External exam od: normal lid position, nasolacrimal and orbital; lid margin: erythema slit lamp exam od: conjunctiva: 1+ injection; cornea: corneal abrasion and corneal staining with fluorescein; anterior chamber: deep and quiet; iris: normal without rubeosis. Lens: clear. Impression/plan: 1. Corneal abrasion od pt was counseled regarding eye care, tx, expectations of corneal abrasions, and was asked to contact office if pain, tearing or redness does not improve or worsens despite tx or for any loss of vision. Pt was prescribed: moxifloxacin 0.5% eye drops ophthalmic od 1 drop qid x 4 days, bid x 3 days then discontinue erythromycin 5 mg/gram (0.5%) eye ointment ophthalmic od place ointment in od at bedtime until gone no cl wear and follow-up in 4 days for slip lamp exam. 2. Eye pain od pt was counseled regarding eye care, tx, expectations of eye pain, referral needed if source of pain cannot be determined during eye exam, and was asked to contact office if pain fails to respond to treatment or recurs. Plan: observation and reassurance; start ibuprofen, tylenol or aleve as needed for pain; and follow-up in 4 days for slit lamp exam and va. No additional medical information has been received. No additional information is expected. Please note that the information reported in sections d2 (common device name), h.6 (medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 18apr2023, the patient (pt) provided medical records for the reported right eye (od) event. -date of visit: (B)(6) 2023 the pt was seen as a new pt with complaints of pain and tearing since yesterday. The pt reported od pain after inserting a new contact lens (cl) yesterday. The pt thought it was dry eyes and used ¿saline solution to give relief but it burned the eye." When the pt removed the cl, the od started to tear excessively with constant foreign body sensation (fbs). The pt is treating with hot and cool compresses. Pt has history of posterior vitreous detachment ou and states has never seen well even with cls. Exam od: va od: dcc20/200. Ph20/70. Impression: primary: corneal abrasion, initial encounter. Plan: the pt likely has a corneal abrasion from a cl but cannot rule out an extremely early viral or bacterial infection. Because of this, pt will be treated for both. Start valtrex 500mg po tid, vigamox 1 drop every hour around the clock and follow-up (fu) tomorrow for recheck. -date of visit: (B)(6) 2023: the pt presented for fu for corneal abrasion. The pt complains of worsening od pain, tearing, swelling and redness. The pt reports taking "some pain meds last night to sleep." The pt states that it "hurts to even touch." Exam od: va od: dcc20/150-1. Ph20/60. Impression: primary: corneal abrasion od plan: the pt was prescribed erythromycin 0.5% ointment, 1/4 inch qid od. The pt is allowed to keep eye "close" or patched but is to continue all drops as prescribed (valtrex 500 mg po tid and vigamox 1 drop every hour) and fu in 1 week. -date of visit: (B)(6) 2023: the pt was seen for fu corneal abrasion od. The pt reports symptoms are improving, and the pt is taking drops as prescribed. The od vision is improving. The pt reported not using erythromycin ointment "because it did not help w/ the pain." Exam od: va od: dcc20/150. Ph20/50-1. Impression: primary: corneal abrasion od plan: the pt "is doing well today, there is no open ulceration today." The pt is to continue vigamox qid od, valtrex qd po until gone, and erythromycin ointment as needed (prn). Fu in 2 weeks and no cl wear until next visit. -date of visit: (B)(6) 2023: the pt presents for fu for corneal abrasion od for 1-2 weeks, improving. The pt is taking drops as prescribed, finished vigamox drops and finished a round of valtrex. The pt is unable to use the erythromycin ointment because it is "too greasy." The pt is wishing to go back to wearing cl asap. Va od: dsc20/150. Ph20/60-2. Exam: od: cornea: no active keratitis, no epi-defect, small scar on cornea; anterior chamber: deep and quiet impression: corneal abrasion od plan: pt "is doing well today, there is no active keratitis, ulceration or infection." The pt is cleared return to cl wear and f/u prn. The date of event is reported as 01feb2023. No additional medical information has been received. No additional information is expected. If any further relevant information is received, a supplemental report will be filed.